Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument; manufacturing date: april 12, 2018; expiration date: march 31, 2027; part: 04.005.534s; 5.0mm ti locking screw w/t25 stardrive 44mm f/im nail ¿ sterile; lot: h606480 (sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. One piece was scrapped in cell at final inspection for surface finish dings / scratches. Inspection sheet, whirl threads, vibe, flute / final inspection met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom for this lot was reviewed and found to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) 14912 by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part: 04.005.534.999; 5.0mm ti screw blank 44mm 05.0 nail lock screw w/sd25; lot: h570572; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria apart from one piece that was scrapped in cell at blank visual check, for a cracked head. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was inserting a titanium locking screw in the patient when the head broke off. Fragments from the broken screw were easily removed without additional intervention. The surgeon also noted that reaming was necessary to insert the short nail which was unusual. The surgeon also noted that the patient had hard bone. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant devices: 12mm trochanteric fixation nail advanced (tfna) nail 170mm (part: 04.037.242s, lot: h754159, quantity: 1), 2.5mm reaming rod with ball tip (part: 351.709s, lot: h345050, quantity: 1), tfna helical blade 105mm (part: 04.038.405s, lot: h697469, quantity: 1). This report is for a 5.0mm titanium (ti) locking screw 44mm. This is report 1 of 1 for (B)(4).